Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because no product was received for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a 24 hour infusion of doxorubicin 16 mg/ m2, etoposide 80 mg/ m2 and vincristine 0.4 mg/ m2 at a rate of 20.8 ml/hr in 500 ml ns was leaking at the filter. The nurse noted orange spots on the linen under the filter . The was no report of patient harm. The filter was in use for s6 days.